Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during diagnostic testing. It was indicated that there was no patient manipulation or trauma to the device site. The patient's device was replaced. Follow-up revealed that lead breaks were not visualized during replacement surgery. The explanted device has been returned to the manufacturer for product analysis. Product analysis is currently pending.

Manufacturer narrative:
Device failure is suspected, but did not cause for contribute to a death or serious injury.